Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the station would not boot up due to a drawer board failure on full-height cubie drawer 6. A field service engineer (fse) replaced the drawer boards, rebooted the station, and configured the drawer to resolve the issue. The customer successfully inventoried the pockets from the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was not responding. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.